Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of two years but a magnet rate of 90 which is equivalent to elective replacement near (ern). Five months later the device declared end of life (eol). No adverse patient effects were reported. The device was explanted and was to be returned; however, upon retrieval the account could not locate the product.